Manufacturer narrative:
Retainer = clear. Customer returned pump for an alleged pump error 35 alarm after moisture exposure and no time clock on the display (display anomaly) found on 11/3/2021. The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. The pump history file lists data from 11/4/2021 thru 2/10/2022. Unable to verify any power/battery alarms on or prior to 11/3/2021 due to no history data available however, there are no pump error 35 alarms noted in the available data of the history file. The pump was cut open for visual inspection. No moisture damage found on the vibrate harness assembly, the motor, or force sensor however, moisture damage was found on the electronic assembly (pcba 1 and pcba 2). The force sensor zero offset is within specification (23.8 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 35 alarm and display anomaly are not confirmed. The pump pass all functional testing and no pump error 35 alarms noted during testing or found in the available data of the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was not able to clear the alarm successfully and time clock was not visible on screen and customer was reporting a partial display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.